Manufacturer narrative:
During a follow-up call with the customer on 10/20/2016, the customer stated that a new cartridge had not yet been loaded onto the pump, and would call back should further assistance be needed. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the insulin gauge displayed a lower value than expected and upon reloading the cartridge, the customer received an accurate fill estimate. Additionally, the customer reported filling the cartridge with the entire syringe and possibly filling the cartridge with over 300 units of insulin. The customer's blood glucose level was 174 mg/dl. The customer reloaded the cartridge and received an accurate fill estimate. Recommendation was made to load the cartridge with no more than 300 units of insulin when filling the cartridge.